Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history review a manufacturing record evaluation was performed for the finished device product code: 186803060s. Lot number: 347795. The product was released on: 24 aug 2022. Manufactoring site: jabil le locle. Expiry date: 31 may 2027. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were no templates available for the skyline plate, therefore the measurement was not completed successfully. Hence, the first plate opened was not appropriate for the anatomy of the patient. Another sterile plate had to be opened. There was a 30 minutes of surgical delay. The procedure was successfully completed. There was no patient consequence.